Event description:
On 6/18/1999, a donor center reported being informed by their customer hospital that a platelet product, the center had provided, was transfused to two patients on 6/7/99. This product had been provided to the hospital as a single product and was split by the hospital. During the transfusion, to this second pt, while at a hospital clinic, the pts temp rose to 103.5f. Post transfusion the pts blood was cultured and staphylococcus aureus was identified. The transfusion bag was discarded without being cultured by the hospital. The event involving the 1st patient is being reported to the FDA separately.